Event description:
It was reported that during an unknown procedure, the device would not fire. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with 2 malformed a conforming clip jammed in the jaws. This condition prevented the device from proper feeding of the clips. The jammed clips were removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, the remaining 8 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.